Event description:
Information received indicates the brake is setting the casters would continue to swivel when pushed from the side.

Manufacturer narrative:
The technician found the brake casters were worn. He replaced the brake casters to repair the stretcher.